Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient acquired an infection at the ipg incision site. The patient was admitted to the hospital and treated with IV antibiotics. The patient is currently recovering at home.